Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to patient). Product problem(s): "system shut down" (loss of power). The nurse reported, the system shut down without any system messages displayed. The system was turned on again. The surgery was completed with no further problems. No pt injury was reported.